Manufacturer narrative:
Additional narrative: (B)(4). The moss miami single innie final tightener (product code: 2797-12-600, lot number: gm4065504) was not returned to the complaints handling unit (chu). While it was initially identified that the tightener was available, three requests for its return were made without the sample or a tracking number being returned. As 28 days have passed without either being received, the status of the sample has been updated to "none." DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the instrument, we are unable to confirm the reported issue or identify the root cause. As there has been no issues identified in the manufacturing or release of this device and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the final tightening the tip of screwdriver doesn't keep the torque limiting. The tip was defect.